Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code: 2017 improper or incorrect procedure or method - operator not trained the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.